Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the subject device was evaluated. The reported misload could not be confirmed and an assignable root cause could not be determined at this time. Evaluation of the returned device by medtronic indicated no abnormalities to suggest a device quality deficiency related to this event. However, there were voids observed over the nitinol reinforcing frame along the distal-section to the proximal end of the capsule, which were suggestive of a misload as reported. A DHR review was not required as a potential manufacturing issue was not indicated. Loading of the valve was a process that was highly dependent on the operator technique. The evolutr IFU contained instructions to use the integrated loading bath which featured a mirror to aid in accurate placement of the tav frame paddles during loading. The user was instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets, and to perform an inspection of the loaded capsule under fluoroscopy. In this case, the inspection process did not identify the misload prior to introduction to the patient. The valve was reloaded and implanted successfully, and no patient adverse events were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was loaded in the capsule of the delivery catheter system (dcs). A buckle was observed at the proximal end of the capsule. Some voids were observed over the nitinol reinforcing frame along the distal-section to the proximal end of the capsule. The tip-retrieval mechanism was intact. The handle and the deployment knob were intact. The trigger was intact. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after doing an x-ray check with magnification and slow motion, it was reported that the valve was misloaded onto the delivery catheter system (dcs). It was reported the paddle was out of the pocket and there was a slight bend in the capsule. The valve could not be released and was recaptured. A new valve was loaded onto a new dcs and was successfully implanted. No adverse patient effects were reported.